Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient experienced an arrythmia and shocks were unable to be delivered as an over current detection (ocd) alert for low defibrillation impedance was observed on the right ventricular (rv) lead. The arrythmia self terminated. Lead damage was suspected. Technical support was contacted and lead replacement was recommended. The rv lead was capped and replaced to resolve the event. The patient was stable.